Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: loosening of the locking collar and backing out of the peripheral locking screws. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported via a journal article from arthroplasty today (2023) that there was a retrospective study from the united states. The purpose of the study was to report on the outcomes of using modular knee arthrodesis (mka) as a definitive treatment in patients with recurrent or persistent periprosthetic joint infection (pji). All patients received a zimmer biomet orthopedic salvage system mka system with or without cement (manufacturer not specified). Postoperatively, all patients received chronic antibiotic suppression and monitoring by an infectious disease specialist. The study reported one patient required two revisions for mechanical failure. The first revision occurred at 5 years postoperatively due to loosening of the locking collar and backing out of the peripheral locking screws.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown oss modular knee arthrodesis locking screw catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Source: coden, g., bartashevskyy, m., berliner, z., niu, r., freccero, d., bono, j., abdeen, a., & smith, e. L. (2023). Modular knee arthrodesis as definitive treatment for periprosthetic infection, bone loss, and failure of the extensor mechanism after total knee arthroplasty. Arthroplasty today, 25, 101261. Https://doi.org/10.1016/j.artd.2023.101261.